Event description:
On 5/20/2022 it was reported by a sales representative via email that an ar-3638 knotless fibertak tissue sutures broke when surgeon pulled on the anchor shuttle suture. It was shredded and the fibertape grasper could not pull it through the anchor. The surgeon loaded the repair suture on a cutter and cut it at the tissue surface. The fibertak implant body was implanted and left in the patient. Case was completed using an ar-1923bc biocomposite pushlock. There was 90 second delayed in the procedure due to sutures breaking. This was discovered during a shoulder bankart procedure. Additional information received on 5/23/2022: this was discovered during procedure on (B)(6) 2022.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.